Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that due to a capture anomaly the sense/pace portion of the lead was capped. The defib portion remains active.